Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that, 5 days after the dental implant was installed in intraoral region #19; its non-osseointegration was observed. The 30 ncm of primary stability was achieved and immediately load was performed.